Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl and high blood glucose levels of 500 mg/dl. The customer was treated lows with food and high with insulin from the pump 7.4 bolus and also reported that she has to contact her doctor for manual injections. The customer had not reported any symptoms. Customer¿s low and high blood glucose level was 30 mg/dl and 500 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 39 mg/dl while troubleshoot for low blood glucose and also reported as 81 mg/dl while troubleshoot for high blood glucose. Customer stated that she has experienced low blood glucose levels and she checked all her infusion sets were on recall. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. The customer stated that they changed infusion set and filled the reservoir and customer was about to stick the needle in body then customer saw insulin dripping out the needle that¿s the only thing customer recall. It was reported that troubleshoot for both low and high blood glucose levels were done successfully and the customer blood glucose levels were got into normal level and was informed that the tubing clamp will be sent to customer to perform a high pressure test. The product was not returned for analysis.